Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump was stuck in the rewind process. The customer also stated their drive support cap was sticking out and their lcd screen was scratched. Customer also reported having low blood glucose. The customer's blood glucose was unknown at the time of the call. The customer also reported dropping their insulin pump. Customer stated there were missing pieces from the reservoir chamber. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, a cracked display window, a cracked case at the display window corners, a broken belt clip slot, and a broken reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to the loose and protruded drive support disk. The insulin pump passed the displacement test.